Event description:
It was reported that the sponge of the minicap was dried out. The caregiver (cg) stated the issue was noted upon opening of the packaging. The cg stated no defects were noted with the packaging. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 04/08/2014 and 04/11/2014. Evaluation: a review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A companion sample was evaluated for the reported problem. A visual inspection was performed with iodine noted. A pressure test was performed on the pouch of the device with no issues noted. The reported problem could not be identified or duplicated during the evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and evaluation is underway. Should additional relevant information become available, a follow-up report will be submitted.